Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a dual lumen PICC. The customer reports that the PICC was leaking beneath the hub. The PICC catheter was removed and a new dual lumen PICC catheter was placed.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.